Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that during the implant procedure the helix of this right atrial (ra) lead would not extend after being rotated 60 to 70 times. A second attempt was not successful. On the third attempt the physician rotated the pin by hand and implant was initially successful with good measurements on the pacing system analyzer (psa). However, after fixing the suture sleeve and inserting the lead into the pacemaker the impedance measurements increased to greater than 3000 ohms and noise was present. A fracture was suspected. The physician then attempted to retract the helix without success. The lead was successfully removed from the patient's body by rotating the entire lead. A new ra lead was successfully implanted and no adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection <<noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.